Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not alarm when the tubing was clamped proximal to the device. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a proximal occlusion was present. This was due to contamination on the proximal pressure sensor pin. The contamination prevented the proximal pressure sensor pin from correctly contacting the administration set cassette diaphragm. The contamination is a result of use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.